Event description:
Healthcare professional reported, right side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken on the posterior side assessed, as unidentified (tear) opening. And missing side assessed, as inconclusive. (Shell thickness was within specification). Lymphadenopathy: unable to observe, since it is a medical event. And is not related to the device. Silicone migration: unable to observe, since it is a medical event. And is not related to the device. No additional observation.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.

Event description:
Healthcare professional reported "intracapsular rupture with peripheral folds, axillary hollows with smalls lymphadenopathies", "extracapsular right side rupture" ¿nodules with an unspecific ganglionic appearance" not device related, and "siliconomas" confirmed via diagnostic testing. The device was replaced with a non-allergan device.

Event description:
Healthcare professional reported "intracapsular rupture with peripheral folds, axillary hollows with smalls lymphadenopathies", "extracapsular right side rupture" ¿nodules with an unspecific ganglionic appearance" not device related, and "siliconomas" confirmed via diagnostic testing. The device was replaced with a non-allergan device.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, b.6, h.6 the reported events of lymphadenopathy and granuloma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Photo evaluation: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided.